Event description:
The customer reported that the unit began to alarm when unplugged and it spontaneously turned on to ventilate. Patient/user involvement is unknown. No harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: approval for onsite device evaluation and service was sent out to customer. The customer requested to replace flow sensor assembly. The field service engineer (fse) was dispatched to customer site. The fse replaced air flow sensor per customer request and ran complete performance verification per v60 service manual. Unit passed all test and was ready for use. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.